Manufacturer narrative:
Event did not occur in surgery. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
On 28 may 2008 the distributor reported that upon receipt the screwhead was loose. The malfunction, screw disassembly, has resulted in an adverse event in the past.